Event description:
This is a report as received by valeant from (B)(4): this case concerns and unknown female patient. The patient's medical history included cosmetic facial procedure. It was reported that the patient was not pregnant. Concomitant medications were not reported. On an unknown date, the patient was administered with sculptra (poly-l-lactic acid) injection to the temple area for cosmetic facial procedure. The batch number used was not reported. Subsequently after the procedure, on an unknown date, the patient was permanently blind. The outcome of the event was unknown. The reporter consider that the event was possibly related to the drug. It was stated that the patient was not seen by the hcp (reporter) but by another doctor who had mentioned this event at a conference. For reference purposes only, the following tracking number has been assigned: (B)(4). This case was received by (B)(4) 2013.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4). Blindess assessed as serious and possibly related.